Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a loss or change of therapy. The patient felt stimulation but it was not working like it should. Therapy was on but the situation was not resolved. It would not stay on and sometimes it would turn itself off and when she did a check on her patient programmer (pp) it showed that stimulation was off and the lightning bolt would be gone. The patient had been able to use the pp to turn stimulation back on. The patient had to pass through a scanner at family court and it seemed like since then the machine was "out of whack." The patient was still wetting and had issues with wetting the bed at night. This had been occurring for maybe about a year. There was also cramping pain in the right pelvic area that stopped if she turned stimulation. This started about 7-8 months ago. It was also noted that the patient had seen a low battery icon on the pp screen. She had received a replacement, which would operate only on one program and if she wanted to use the other programs she would need to see her healthcare professional (hcp).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicates that the shocking and cramping began after she went through the machine in court sometime in the winter of 2015. The patient is looking for a doctor to program the new programmer she received. She has an appointment scheduled in (B)(6) 2016. The new programmer is turning off and on and needs to be programmed. The patient also noted she is running out of battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.